Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 400 mg/dl and a high ketone level identified as dangerous by healthcare provider; cause was unknown. Customer gave a correction bolus via pump and was treated with intravenous fluids of saline to address the elevated bg. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.